Event description:
Customer reported an ec17 magnet sensor error during rosette. Additional information received on 14-nov-2008: collected donor cells in a foreign country, and was processed at user facility. Purity was 70%. She stated that they had lower yield than expected. The patient received an adequate dose, but not the intended dose.

Manufacturer narrative:
Baxter medical assessment: additional information received revealed that this is a purity/yield issue that was determined after the patient product was run. As they were able to run enough product to obtain an adequate dosage for the patient, there is no concern regarding any adverse patient outcomes for this case. As in all cases of purity/yield issues, there is the potential of the loss of cells. This puts the patient at greater risk. As this was an allogenic procedure, the donor is also exposed to the risk for additional procedures to collect more cells. As such, the malfunction could potentially cause or contribute to an event if it were to reoccur. Md. Cellular therapies.